Event description:
The customer reported baxter (B)(4) one (1) unit of equipo de admon con bomba that appeared with a block in the chamber area. The sample is available. There was no patient involvement, injury or medical intervention reported for this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. There were no nonconformities, failures, rework or deviations documented in the batch record that could be associated with the reported problem. In addition there were no nonconformities from a prior or subsequent batch documented in this batch record that could be associated with the reported problem. There were no changes to specifications, test methods, process, equipment, or raw material. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.